Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose levels. Customer treated with crackers and glucose tablets prior to paramedics arriving. Customer stated that the meter was not sending the blood glucose values to the insulin pump. The blood glucose reading was 46 mg/dl. He stated that leading up to this event he had been working in the yard and did not grab a snack as he normally would. Customer was able to turn on the meter over the phone. No further information was reported.